Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 5, but no notable events were noted before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting pump; malfunction did not recur, and customer continued using pump with instructions to call if issue recurs.